Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the device was not returned for evaluation. The report of pump power elevations was confirmed through the evaluation of the submitted system controller log files; however, a cause for the pump power elevations could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was not explanted. The driveline was the only portion of device that was removed.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 9 months. The device is expected to be returned for evaluation. It has not been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2016 the patient reported that it felt like the pump was "burning them inside," and that the pump power and estimated flow values were elevated. The patient was directly admitted to the intensive care unit for suspected thrombus and was placed on inotropes. The patient's lactate dehydrogenase (ldh) level was 573 u/l upon admission. The pump was running upon the patient's arrival in the ICU with the pump power sustained above 10 watts. However, approximately 2 hours later, the pump reportedly shut off without warning. The patient's ejection fraction was 35% after the pump had stopped with the patient on inotropes. The patient's urine was reported to be normal. A CT scan with contrast showed an outflow obstruction. The patient was scheduled for a pump exchange on (B)(6) 2016, however, the patient's health care professionals determined the patient had sufficient ventricular recovery in light of the improved ejection fraction. The pump was explanted. It was incidentally reported that the patient had been treated with heparin in (B)(6) 2016 due to an ldh of 540 u/l and power spikes. The ldh dropped to 400 u/l and the pump power returned to baseline. No further information was provided.